Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient saw replace sensor now with no other previous notification after starting session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be early sensor expiration.